Manufacturer narrative:
The user¿s manual explicitly warns that the product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Return of device for evaluation is not anticipated at this time, as the end user is unaware if the dealer will be returning the device. Regular maintenance records were not available. Should additional information become available a supplemental record will be filed.

Event description:
The caller states the unit on 3 and 4 lpm and states it had a red light and alarm. The caller states she was crossing the street when it stopped working with the red light and alarm. The caller states she ended up going to the hospital with difficulty breathing. Update from consumer affairs on 8/8/16: the end user stated she is still in the hospital for observation and on oxygen and will be going home in the next day or 2.